Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, e2, e3, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor speed was low. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device was running slowly during surgery. There was no harm, no additional skin graft needed, and a 1-15 min delay to prepare alternate device. No adverse events were reported as a result of this event.